Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement). Related to operational context (procedural related). Patient¿s condition affected effectiveness of device (patient lesion morphology). No results available since no evaluation was performed (device was not returned for review). Evaluation, conclusions: operational context contributed to the event (procedural related). Inherent risk of procedure (stent dislodgement). Device failure related to patient condition (patient lesion morphology). (B)(4).

Event description:
A physician was treating a mid-lad lesion reported to exhibit 90% stenosis in a patient. The lesion was pre-dilated and two resolute integrity drug eluting stents were successfully deployed in the lad vessel. It was then intended to deploy a 2.25mm diameter x 8mm length resolute integrity rx drug eluting stent. The device was removed from the packaging and inspected with no issues noted. The lesion was pre-dilated with a non-medtronic balloon and it was reported that during delivery to the lesion the resolute integrity stent dislodged. The dislodged stent had passed through a previously deployed stent. Excessive force had not been used and it was unknown if resistance was encountered. A non-medtronic balloon was inserted in the dislodged stent. The vessel was pre-dilated again and another resolute integrity stent was successfully deployed. The dislodged stent remains in the patient no other patient complications were reported. Procedural image review: review of the procedural images confirms the presence of a long diffuse lesion in a tortuous lad vessel. Pre-dilation activities and delivery and deployment of two stents in the proximal to mid lad are captured. It appears that both stents conformed to the shape of the vessel/lesion. There are no images capturing the attempted delivery and subsequent dislodgement of the 2.25 x 8mm stent. The dislodged stent is visible in the newly deployed proximal stent and is successfully deployed within the stent. A fourth stent is deployed in the mid to distal lad to complete the procedure.